Manufacturer narrative:
B3: the issue occurred on an unspecified date in october 2024. H11: four (4) actual devices were received for evaluation. Visual inspection of the samples noted that the stopcocks were broken in two pieces. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stopcocks of four (4) clearlink system continu-flo solution sets broke. This occurred during normal use of the device. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.